Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also received. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a pt injury or death associated with this event.